Event description:
It was reported that the device is getting disposable alarm. No additional information.

Event description:
It was reported that the device is getting disposable alarm. No additional information.

Event description:
Additional information received indicated that this event occurred during preventive maintenance. No patient was involved.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. A visual inspection of the returned device found a cracked enclosure and tank cover, a broken pole clamp and an outdated printed circuit board (pcb) and power switch. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The disposable alarm went off as soon as the device was powered up. The problem was due to a damaged micro switch caused by the user. No repair actions were taken. Due to the age and condition of the device, it was scrapped. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.